Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again, which customer acknowledged and understood.